Manufacturer narrative:
The reference (B)(4), has been allocated to this case by rayner. The event description provided states that the broken lens broke the patient's posterior chamber. The rayone preloaded iol injection system risk analysis identifies the following as possible causes of "posterior capsule rupture"; plunger advanced too quickly and forcing a jammed plunger during iol insertion resulting in explosive expulsion of lens. The device associated with this event has not been made available for return to rayner. Our review of production records for the rayone emv rao200e batch 033211633 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is no evidence or information to suggest a device-related cause for the event.

Event description:
On 29th november 2023, rayner received notification from its distributor in argentina of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens broke and damaged the patient's posterior chamber.